Event description:
A consumer called to report that they had been burned by a heating pad. The consumer stated that this burn occurred when she was using the heating pad under blankets. The burn resulted in an infection and the pt was hospitalized for ten days. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow.